Manufacturer narrative:
A medtronic representative went to the site to test the equipment and the issue was confirmed. An artifact was found on the bottom skin on the system. Once the bottom skin was removed, the artifact was no longer there. When the rotor was removed, the artifact does not follow the rotor and changes sizes depending on proximity to the tube, confirming the artifact is not pixels on the detector. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a case, an artifact was discovered when the detector on the imaging system was in one specific location. The representative successfully completed rad gain and fluoro calibrations. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative returned to the site and replaced the inner gantry cover for the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for evaluation.

Manufacturer narrative:
The inner gantry cover was returned to the manufacturer. Visual inspection found that the edge of the cover had physical damage. However the reported issue was not replicated.